Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient that reported the steps taken to resolve the pain with the pump was the healthcare provider gave the patient a bottle of oral norco 10-325 and they didn¿t help. The patient had finished them up by the 17th of the month when they were supposed to be to the end of the month and the healthcare provider stated that when they didn¿t last. The healthcare provider then prescribed a class 3 pain patch that the patient declined and didn¿t use. And per the patient the healthcare provider was unhappy. The patient stated that they used to get fentanyl patches in the past before the pump and would take 2 ¿500mg¿ oxycodone for immediate relief and then an 80mg oxycontin time released (take 6 of them a day) along with the pump as the patient had bolts in their back that broke that cause chronic pain. The patient stated that their pain pump never helped he just hoped it would. It actually hurts the patient where the pump was located and had not been resolved. The patient stated they had an ugly scar. There were no further patient complications reported.

Event description:
Additional information received from a consumer reported the pain pump started hurting the patient. It was mentioned the patient spoke with the healthcare provider, hcp, and was advised to use a pain patch. The patient thinks the pain pump needs to be removed but the hcp did not agree.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-aug-24. It was reported that the patient needed to locate a surgeon to take the pump out because it was hurting the patient but the patient hadn¿t found one yet. It was stated that the patient didn¿t have a computer and was requesting a listing that had been provided before. It was stated that the pump acted ¿like it wants out¿ and the pain was just getting worse, starting on an unknown date, ¿going on for quite a while, maybe the last couple of years.¿ it was indicated that the patient had not updated the doctor or called the insurance company to help locate a surgeon to remove the pump. It was noted that the patient had an upcoming appointment in 2-3 weeks to see the doctor and felt like they would be bothering them before then. No further complications were reported or anticipated.

Manufacturer narrative:
Other relevant components include: product ID 8780 serial# (B)(4) implanted: (B)(6) 2014 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient receiving an unknown drug at an unknown concentration and dosage via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that in the (B)(6) 2016 his pump started to hurt him. The patient stated it's been gradual but anything that tries to touch it, it hurts. Serious pain was noted. They are checking for a granuloma as he just had a dye test done and an MRI. The healthcare provider (hcp) wrote the patient a prescription for norco, 10 mg, and 325 mg acetaminophen. The patient stated that took the edge off for 3 days. The patient went back and noted he was prescribed pain patches. The hcp stated they might have to leave the catheter in there and tie it off. There were no further complications reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The pump hurt the patient because he played guitarand that would rub it raw. This happened after he lost weight and noticed the pump started to poke out. In 2015-2016 the patient was (B)(6) and the patient dropped to (B)(6).

Manufacturer narrative:
Corrected information: sex, date of birth if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient that reported the steps taken to resolve the pain with the pump was the healthcare provider gave the patient a bottle of oral norco 10-325 and they didn¿t help. The patient had finished them up by the 17th of the month when they were supposed to be to the end of the month and the healthcare provider stated that when they didn¿t last. The healthcare provider then prescribed a class 3 pain patch that the patient declined and didn¿t use. And per the patient the healthcare provider was unhappy. The patient stated that they used to get fentanyl patches in the past before the pump and would take 2 ¿500mg¿ oxycodone for immediate relief and then an 80mg oxycontin time released (take 6 of them a day) along with the pump as the patient had bolts in their back that broke that cause chronic pain. The patient stated that their pain pump never helped he just hoped it would. It actually hurts the patient where the pump was located and had not been resolved. The patient stated they had an ugly scar. There were no further patient complications reported.